Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two mini matrix tray was unable to detect on bus. The field service engineer (fse) confirmed that the engine module was replaced, and during a follow-up visit, the control printed circuit board (pcb) was also replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es two mini matrix tray was not able to be detected on bus. Trays containing controlled drugs are impacted and staff are unable to access this medicine altogether. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.